Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has not been able to charge their implant for the past 3 weeks. The caller states they are seeing 'no device found' when trying to connect to the implant(ins). Technical service specialist had the caller press 'recharge' and they continued to see no device found. Caller states they have tried different areas around the ins but are still unable to connect. Unable to advance past no device found screen, caller did not have another recharger to try. Caller confirmed no falls, trauma, or weight gain. The patient has lost some weight but not a lot. The issue was not resolved through troubleshooting. An email was sent to the repair department. The caller noted that she had to have her clinician communicator right on top of the ins to connect. Additional information was received from the manufacturer representative (rep). It was reported that patient can't get the battery to charge, also can't get the battery to communicate with the handset. Reps tried with their tablets and communicators and they were unable to connect as well. They called customer service to send a new charger, and the patient called and stated that didn't work. The patient has scheduled an appointment with their healthcare provider (hcp) next week to discuss battery replacement. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Additional information was received from patient.it was reported that patient met with manufacturer representative (rep) to see if they could help with spinal cord stimulator.patient was unable to get it charge or turn on the stimulator.the implant replacement is scheduled on (B)(6) 2026.the issue is not resolved.

Manufacturer narrative:
Coding and b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.